Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the difficulties appear to be related to case circumstances. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the pericardial effusion requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium (la). It was noted that the sgc was too far advanced into the la. While pulling back the sgc for positioning, the patients blood pressure dropped and a pericardial effusion was noted. The sgc was removed and pericardiocentesis was performed. The procedure was aborted with the mr remaining at 4. In the physicians opinion, the sgc contributed to the effusion as it dilated the septum more. The patient was transferred to the ICU for observation. No additional information was provided.